Event description:
The reporter indicated that the keypad buttons on the 2020 pump was not responding. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump booted with audible tones and a blank screen, the pump was opened to remove the display flex, there was a cracked display flex, pump booted with audible tones and displays verify screen, the keypad appears to be intact no lifting or peeling observed, all keypad buttons are intermittently responding and require excessive force to activate during testing, all the key contacts are inverted and do not always spring back, and there was evidence of keypad adhesive/contamination found under all key contacts.